Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to hyperglycemia. Customer's blood glucose level was 319 mg/dl at the time of incident. Customer stated that they did not replace the battery and did not know the insulin pump was dead so was not receiving any insulin and ended up in the hospital. The insulin pump will not be returned for analysis.